Event description:
Additional information was received from the patient on august 18, 2020. It was reported that in 2016 the ins was replaced due to the recharging issue. It was later determined that during that explant surgery, needle pieces were left inside of the patient's body, including a piece of needle that was stuck inside of their muscle, which couldn't be removed. No further information was provided.

Manufacturer narrative:
H6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID : 37751, serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they always had to lay down to obtain recharge coupling while recharging the ins. The patient reported that they use a medical bandage to hold the ins recharger antenna in place while laying down to recharge. It was reported that the ins is in an odd place (right side of the ¿plumber crack¿ in upper buttock). The patient reported that the last two times they tried charging the ins, nothing happened and they could not charge it. The patient reported that they have not been able to get any coupling bars and spent all night laying down to charge but it didn¿t charge. The patient reported that the current charging issue has been happening since their last MRI was conducted. The patient reported that they had to turn the ins on/off quite a bit to facilitate imaging. The patient attempted to start a recharge session during the report and stated that only three icons were visible on the top of the insr screen and there was no icon below them. It was reported that the insr display was fading out. No patient complications have been reported because of this event.